Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0b9rk, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported the patient was not getting symptoms relief since implant. It was stated the patient was not going much but had bad leakage and wears pads. The patient felt slight stimulation, and when changed to program 3 it hurt. The patient changed to program 3 at 3.0 volts and got ¿zap¿ two night prior to report. The patient put stimulation back on program 1 at 3.5 volts. Reportedly, the patient never had 50% relief. It was noted at the pre op visit the patient felt stimulation but could not tell how much relief she was getting. It was also noted the patient had a loss of therapeutic effect. The patient had an appointment with her healthcare provider on (B)(6) 2013.